Event description:
Account reported that when the brakes were engaged at one end of the stretcher, the brakes at the other end of stretcher did not hold.

Manufacturer narrative:
Account found that the screws from the brake tube were broken. Account replaced the screws to correct this issue.